Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device has cord damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.